Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on an 840 ventilator there was a difference in the readings of the set tidal volume and the measured tidal volume. There was also some leakage. A non-medtronic/covidien service provider inspected the device and to address the issue changed the breathing circuit. This corrected the reported incident. There was no patient involvement. Medtronic/covidien was not authorized to repair the device.